Manufacturer narrative:
Philips has started an investigation, a follow up report will be submitted once the investigation has been completed.

Event description:
Philips received a report while positioning a patient for a cranial examination, when the trolley and tabletop were already attached to the patient support, during the vertical movement of the patient support, the patient felt unstable and held onto the edges of the tabletop. The person operating the user interface module only became aware of the event when the patient expressed discomfort due to crushing of the middle finger of one of her hands. Patient support was immediately downloaded, and patient care followed. The patient underwent surgery to correct the dislocation/fracture in the distal phalanx of her middle finger and is doing well. The reported injury meets the criteria for serious injury. Based on the available information, this issue has been determined to be a reportable event.

Manufacturer narrative:
Based on the results of the analysis, it was determined that the product did not malfunction and the cause of the reported incident was a use error. The patient's ring finger was pinched during vertical movement of the patient support connecting the tabletop. The video explaining how this incident occurred (reproduced without the patient or user) was shared, showing that while preparing (positioning) the patient before the scanning, the patient got their hand stuck between the patient support and the tabletop, during vertical movement of the patient support. This is considered an unfortunate incident that could have been prevented. The user has not strictly followed the safety instructions and warnings to protect the patient. In this case, the right side had the arm support, and the left side was without arm support or strap because the patient was holding the nurse call. The patient had not been supported with an arm support or strap on the left side (protective measures to prevent finger pinching) at the time of the alleged harm (which, as stated IFU, should have been provided to prevent the patient from grabbing around the table sides and pinching the fingers during horizontal table motion, which is what happened in this event). The instructions for use clearly mentions this type of hazard and how to prevent it from happening.

Event description:
Philips received a report that while positioning a patient for a cranial examination, when the trolley and table top were already attached to the patient support, during the vertical movement of the patient support, the patient felt unstable and held onto the edges of the table top. The person operating the user interface module only became aware of the event when the patient expressed discomfort due to crushing of the ring finger of her left hand. The fracture sustained was reported to be an open fracture of the distal phalanx which tore off the nail and required 8 stitches. A surgical procedure, osteosynthesis was performed to correct the fracture. A kirschner wire was placed to align the phalanx. The removal of the implanted wire was performed 19-jan-2026 in an out patient setting without the need for further surgical intervention. The reported injury meets the criteria for serious injury. Based on the available information, this issue has been determined to be a reportable event.